Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the connector is broken. The external pulse generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the atrial output connector was broken. It was noted both bail covers were cracked. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for service.